Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump was exposed to moisture. The customer's blood glucose level at the time of incident was 160mg/dl. The customer states the pump was submerged in the pool. The customer states the pump had cracks on the side. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump was received with moisture damage at the motor. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.